Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an incomplete bolus alert occurred. Reportedly, the contact confirmed that the customer went into the bolus screen without backing out from the screen. The intended boluses were delivered. The customer's blood glucose (bg) level was 386 mg/dl with moderate ketones and the bg level was addressed with a bolus.